Event description:
The patient reported smoke on the power cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The dc jack connector of right ang ext cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. It is unknown if the right ang ext cable was unseated during use, shipping, or the decontamination process. Visual inspection of returned material revealed damage to the ac power cord with ferrite ¿ us/canada in the form of severed cordage located at the area between the ferrite overmold with ferrite enclosed and the iec 60320 c7 receptacle. Right ang ext cable and desktop en60601-1 50w 12v power supply were observed to be returned undamaged. No blown components, burnt areas, or any other residual effects that could have been associated with smoke or sparks were observed. A pinched internal wire was observed on portion of i3 handheld cable assembly inside the i3 handheld plastic enclosures. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. A test power cord was used for performance analysis due to the functional damage to the one returned. No attempt was made to power on the unit using the power cord it was returned with as a safety precaution to avoid an electrical hazard. No smoke or sparks ever emitted from anywhere on the unit when it was connected to an outlet and then powered on. Unit was powered on successfully multiple times without any issues. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Pinched internal wire on i3 handheld cable assembly stated in visual evaluation caused no performance malfunctions. Complaint of ¿customer reported that the us power cord started smoking when plugging the pes in¿ determined to be confirmed. Root cause of alleged smoke emission from product concluded to be the ac power cord with ferrite ¿ us/canada having broken cordage between the ferrite overmold with ferrite enclosed and the iec 60320 c7 receptacle. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.